Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v337831, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
A consumer reported the patient turned into a vegetable when their implantable neurostimulator (ins) went out and while they were waiting for a replacement. The patient had past falls where they split their head open. It was unknown if the battery replacement had anything to do with the patient's fall. The patient's indication for use is parkinson's dual. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.